Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaint have been reviewed. A difficult vessel anatomy may contribute to the reported event. Stent graft placement in tortuous or calcified vessels may lead to high friction and increased deployment forces resulting in inaccurate stent graft deployment. Insufficient flushing of the device may be another contributing factor to the reported event. In this case, no procedural details were provided. On the basis of the limited information available, a definitive root cause for the reported complaint could not be determined. The IFU states that prior to loading the device over a guide wire, both ports must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated¿ and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Manufacturer narrative:
The device history record are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details. Not returned.

Event description:
It was reported that the endovascular stent graft deployed more proximal than intended. Therefore, an additional stent graft was deployed more distal to cover the target lesion completely. There was no reported patient injury.